Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The pump was unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test or verify alarm due to blank display. The pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of external flash crc error from the insulin pump. The customer's blood glucose reading was 95 mg/dl. The customer was able to clear the alarm with the escape and act button. The insulin pump will be returned for analysis.